Event description:
A malfunction on the pump was reported by the caller, and it caused the customer's blood glucose level to exceed the normal range, although the specific value was unknown. The customer had not taken any corrective actions regarding the high blood glucose level at the time of the report. Technical support advised the customer on several steps, including placing the pump into storage mode and returning it to tandem. A replacement pump was sent to the customer, and they were instructed to transfer their settings and connect their cgm to the new pump. The customer understood the instructions and acknowledged the steps for returning the defective pump to avoid charges.